Manufacturer narrative:
Batch review performed on 26 march 2020: lot 173819: (B)(6) items manufactured and released on 27-sep-2017. Expiration date: 2022-09-05. No anomalies found related to the problem. To date, 20 items of the same lot have been already sold without with one similar event reported.

Event description:
About two years after primary surgery the patient came in reporting instability due to laxity in the knee. The surgeon revised the medacta sphere insert flex right 12mm size 5 with a medacta sphere insert flex right 17mm size 5. The surgery was completed successfully.